Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Field representative stated that the alert was yellow and will need files to submit for engineering analysis and clear the device for implant. Also, ts explained that this device was likely exposed to cold temperatures. This device was not in service. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Field representative stated that the alert was yellow and will need files to submit for engineering analysis and clear the device for implant. Also, ts explained that this device was likely exposed to cold temperatures. This device was not in service. No patient involvement. Additional information received which indicated that this device behaved in a manner consistent with exposure to low temperatures during storage. The voltage was correlated with temperature and fell when exposed to near freezing temperatures and increased with warmer temperatures. This device was approved for implant.